Manufacturer narrative:
Patient specific information was not provided to rhytec. In a follow-up in-service conducted by rhytec, it was revealed that the physician's technique included excessive pulse overlap and treating with the nozzle too close to the skin (the nozzle is non-contacting) which could have results in over treatment. This is not the recommended technique and could have made the patient's skin more prone to an opportunistic infection. The portrait delivery nozzle does not contact the patient; therefore, the infection would have to result from an environmental issue.

Event description:
Dr. Reported to a rhytec sales representative at a trade show that she had infection problems with 3 or 4 patients after conducting a facial treatment.